Event description:
It was reported by service report that the footboard function was intermittent. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: missing footend bumper affected footboard securement.